Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the light guide lens has foreign objects, the adhesive on bending section cover or distal sheath rubber has foreign objects; due to a pinhole on connecting tube, water tightness is lost; due to a scratch on plastic distal cover, insulation resistance value at distal end does not meet the standard; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; objective lens has a crack; light guide lens has a crack; light guide connector is dirty due to water leakage; and universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope, without specifying any issues. The issue occurred during the procedure. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found bending section cover or distal sheath rubber glue and light guide lens have foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from connecting tube. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.